Event description:
It was reported by service report that the height adjustment function of the cot was no longer functional due to a damaged lock pin. No pt involvement or adverse consequences are reported.